Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 82mm maximum diameter abdominal aortic aneurysm. During the index procedure 5 endoanchors were also implanted to the proximal neck during this procedure. It was reported that during the index procedure the patient had an hypotensive event. This resolved with medication given to the patient. This event was assessed by the site as possibly related to the index procedure. The sponsor assessed this event as having a causal relationship to the index procedure and not related to the study device. No cause of the event was provided. No additional clinical sequalae were reported and the patient is fine.